Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the fluid was not irrigating while this catheter was inside the patient's body. It was noticed when the catheter was pulled out of the patient's body, the catheter's plastic distal tip shaft got separated with the catheter shaft with the puller wires still keeping the catheter together. The catheter was exchanged and the case was completed without any patient¿s consequences.

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported the fluid was not irrigating while this catheter was inside the patient's body. It was noticed when the catheter was pulled out of the patient's body, the catheter's plastic distal tip shaft got separated with the catheter shaft with the puller wires still keeping the catheter together. The catheter was exchanged and the case was completed without any patient¿s consequences. The returned device was visually inspected and the reported condition was confirmed since the tip and shaft were found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. Due to this condition, the irrigation tubing was found kinked. Complaint system was reviewed and no other complaints were reported under lot number 15967839l. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint was confirmed. An internal corrective action has been opened to investigate tip - shaft separation.